Event description:
Information received indicates the head hi/low function has a slow drift.

Manufacturer narrative:
The technician replaced the head hi-low down valve guide tube and the issue remained. The technician replaced the emergency trend valve to repair the bed.